Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgon used a third seal but it did not completely unravel during removal causing the anastomosis to tear. The tear was repaired with a couple of sutures. No additional patient complications were reported.